Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported image problem. The cable was found slightly twisted; however, no image interference was found. There was a small dead pixel found on the edge of the image, but non critical. The device passed leak testing and no moisture was found inside the charged couple device (ccd). The device was tested with olympus test video system center and produced the correct image position. In addition, olympus verified that the orientation of the camera head matched the endoscopic image. The device was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported image problem could not be determined as there was no problem found with the image position. The reported event is likely due to user error. The instruction manual states, ¿the endoscopic image rotates as the camera head is rotated. Once you position the camera head properly with reference to the marking, this mechanism ensures that the camera head is properly oriented when the camera head is tilted down under its own weight. At this time, check that the endoscopic image appears properly oriented in the vertical direction on the monitor.¿

Event description:
Olympus was informed that during an unspecified procedure, the image on the camera was upside down and the patient ended up with a hole/perforation in the urethra. It is unknown if the procedure was completed. The current condition of the patient is unknown.

Manufacturer narrative:
Olympus received additional information from the user facility on march 27, 2018 stating that the reported event occurred at the beginning of a therapeutic bladder tumor procedure. The perforation was treated by using a prolonged catheterization. The patient is doing well but is being monitored for the development of any strictures. The intended procedure was completed using a different camera head device. The device was inspected prior to use and no anomalies were found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a DHR review and found no anomalies with the manufacturing of the reported device.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gcj to fet.